Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the image of the video system center was flickering. The issue occurred during preparation for use for a diagnostic gastroscope. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h4, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it is likely that the image flickered due to defective printed circuit board. However, a definitive root could not be determined. Olympus will continue to monitor field performance for this device.